Manufacturer narrative:
The insulin pump had intermittent button response due to flattened up button dome switch. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated a crack was present at the battery compartment. The customer also reported the up button was not functional on the insulin pump. Customer's blood glucose was unknown. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.